Event description:
It was reported that 40 minutes post initiation of flow, the delta pressure across the membrane suddenly increased. Pre pressure-385. Post pressure 40. The patient was anticoagulated with heparin. The device was replaced without incident. No patient effect was reported. (B)(4).